Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device was alarming. The device's active exhalation control module was replaced to address the issue. The device failed a step during testing. The device's sensor board was replaced to address the issue.